Manufacturer narrative:
One (1) actual sample was received for evaluation. The other actual sample was not received and therefore, could not be evaluated. A visual inspection was performed on the actual sample which revealed a crack in the mouth of the cap on the side in which the cap was connected to the transfer set. The crack size was measured and the result was a length of 3.47 mm. Additionally, povidone iodine was observed which spilled through the crack staining the outer part of the cap. The reported condition was verified. The direct cause of the event was determined to be related to a manufacturing molding issue. Additionally, seven (7) sealed companion samples were received for evaluation. A visual inspection with the naked eye was performed on the companion samples. No damage related to the reported issue was observed and all seven (7) minicaps were found to be in good condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps cracked which resulted in iodine leakage. This was observed prior to patient use for peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.